Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited a failure to sense and capture. The suspected cause was dislodgement of the right ventricular lead. The right ventricular lead was repositioned on (B)(6) 2022. The patient was recovering after the surgery.